Event description:
In 2007, this pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component. At the pt's one month follow-up (date unk), a proximal type I endoleak was discovered on computed tomography. In 2008 the physician performed a reintervention to place an aortic extender component. The reintervention was successful. The pt was reportedly in good condition post-operatively.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.